Event description:
The pt experienced a lack of therapeutic effect and had underdose symptoms. The pt was supplemented with oral pain medications. A catheter dye study was attempted, but was unsuccessful due to the inability to aspirate through the catheter access port (cap). The catheter was replaced. The pt's pump was reprogrammed to a small fraction of what the prior daily dose of medication infused had been. The medication being delivered via the device system was not reported.